Event description:
A malfunction was reported with a malfunction code "malf 12" displayed, though no notable events occurred prior. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and no recurrence of the malfunction code was noted after the reset. The customer was informed to continue using the pump and to contact technical support if the issue recurred, which the customer acknowledged and understood.